Event description:
Boston scientific received information that at the follow up of this cardiac resynchronization therapy pacemaker (crt-p) decubitis/migration of the device was noted. An invasive procedure took place and the device and leads were explanted due to an infection. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis could not confirm the clinical observations.